Event description:
Diaphragm in #9 french sheath did not form an occlusive seal around the triple lumen catheter which was inserted through the sheath. Blood return was seen around the catheter through the diaphragm. Catheter was immediately removed and dilator reinserted to close the hole.